Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received gablofen (unknown dose and concentration) in an implantable pump for intractable spasticity and cerebral palsy. Following pump implant on (B)(6) 2014, the patient experienced a cerebrospinal fluid (csf) leak which required a ventriculoperitoneal (vp) shunt. The shunt was placed on (B)(6) 2014. The csf leak resolved following placement. The patient was discharged. However, the patient was readmitted on (B)(6) 2014 due to some concerns about the intrathecal baclofen withdrawal. The patient underwent a side port aspiration , as well as a pump series prior to being admitted. The hospitalization lasted until (B)(6) 2014, during which time the baclofen dosing was altered and the patient was discharged on a flex dose regimen [01:00 bolus was increased (109.8mcg), otherwise the boluses continued (05:00, 09:00, 13:00, 17:00, and 21:00; 67mcg), at the time of evaluation on (B)(6) 2014, the pump was running at the basal rate of 13mcg/hour with a total daily dose of 737mcg/day.] The patient then experienced increased irritability, poor sleep, worsening strabismus, and swelling and some discomfort over the shunt valve. The patient underwent a CT scan to evaluate the shunt further and it showed the catheter to be in the interhemispheric fissure. A proximal vp shunt revision occurred on (B)(6) 2014. Following the revision, the patient was overall doing well and then experienced increased tone on (B)(6) 2014. Please refer to mfg. Report #3004209178-2014-10287 for information pertaining to the catheter revision which took place in (B)(6) 2014. History: birth prematurity (B)(6), quadriplegic cerebral palsy, shunted hydrocephalus, tracheostomy, gastrostomy tube dependence, spells of uncertain etiology, with certain characteristics of intrathecal baclofen withdrawal concomitant drugs: albuterol sulfate (2.5mg solution every 4 hours as needed for illness), budesonide (0.5mg daily in morning with additional dose in the evening during illness), montelukast sodium (4mg, 2 tablets via g-tube daily at bedtime), acetaminophen (240mg via g-tube as needed every 4 hours for pain or fever), ibuprofen (240mg via g-tube every 6 hours for pain or fever if tylenol ineffective), orapred (7.5ml via g-tube twice daily, times 5 days during illness), baclofen (10mg via g-tube every 4 hours as needed for baclofen withdrawal), lansoprazole (50mg suspension via g-tube daily at bedtime), atropine sulfate (two drops daily buccally, three times a day), polyethylene glycol (12.5ml via g-tube at bedtime), azithromycin (100mg via g-tube every monday, wednesday, and friday), diazepam (7.5mg rectal gel daily as needed for distress spells; repeat with 5mg if preceding dose was ineffective in 30 minutes).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(4) 2014, product type: catheter. Additional information provided by healthcare provider indicated that the adverse event was not due to the device, intervention was due to the patient's underlying disease state. Due to additional information provided by the healthcare provider, the following codes no longer apply (B)(4).

Event description:
Additional information was received from the healthcare provider on (B)(6) 2016. It was reported that the need for vp shunt placement was not due to the device, but instead due to the patient's underlying disease state. The healthcare provider stated that the patient had cerebral palsy caused by hydrocephalus and as a result, when a catheter is inserted into the intrathecal space it usually causes a cerebrospinal fluid (csf) leak due to the excess pressure that the patient's brain already has; a vp shunt is the treatment for the resultant leak. It was reported that the csf leak resolved after placement of the shunt. Please see related manufacturer's reports: 3004209178-2014-10287 3004209178-2014-16106 3004209178-2016-20111 for information pertaining to the replacement of the distal catheter; inability to aspirate and catheter revision; and the patient's reactions to intrathecal baclofen, ultimately leading to system removal.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.